Manufacturer narrative:
Upon review of the reported detail for medical device report#: mw5167781, the related product with catalogue number#: 10-803b-0 was manufacturer by ideal quality sdn bhd, located at lot: 6103, jalan haji abdul manan / ku8, kawasan perindustrian meru selatan, 41050 klang, selangor darul ehsan, malaysia. The related medical device was shipped under kossan international sdn bhd as foreign exporter. There is a clerical error in the event date: 30 jan 2024; based on the sequence of event described and reported, the event date should be 30 jan 2025. This catalogue number: (10-803b-0) reported in maude database (mw 5167781) was supplied to customer in blue colored, however, the device was stated as black in the maude during the investigation of the complaint, device history record and retained sample is not able to be retrieved for review due to unavailability of information such as po number and lot number. After reviewing the details provided by the customer, the patient had used a size large (l) glove instead of size extra-large (xl) due to xl order not being delivered as expected. These gloves are designed and manufactured per astm d6319-19 (2023) standard, standard specification for nitrile examination gloves for medical application. The standard defined the width specification for each size (x-small, small, medium, large, x-large, xx-large) respectively, for selection of proper glove size as below x-small = 70 +/-10mm, small = 80 +/-10mm, medium = 95 +/-10mm, large = 110 +/- 10mm, x-large = 120 +/-10mm, xx-large = 130 +/-10mm. An improper fit (not donning the proper glove size) especially when the glove is undersize or too small, can restrict the hand movement and blood circulation which may cause bruises during use. Besides, continual wearing (of undersize glove) with repetitive motions might increase the pressure and fiction on hands, resulting in bruising.

Event description:
A peritoneal dialysis (pd) patient's caregiver contacted (B)(6) customer service to report order (B)(4) not being delivered on (B)(6) as expected she had to use large gloves instead of extra-large gloves. This caused bruising on her hands. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).